Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a sore that developed at the site of the sensor. On (B)(6) 2019 the patient went to his physician and was prescribed an unknown double antibiotic ointment to treat the skin reaction. No additional event or patient information is available.